Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af). There were no additional adverse patient effects reported. Field representative does not had mode/serial number or patient information and the strip is de-identified.